Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator and replaced the breath delivery (bd) power controller printed circuit board (pcb) and the bd power distribution pcb. The ventilator passed all testing per manufacturer's specifications at the time of servicing. The bd power controller pcb and the bd power distribution pcb were returned for failure investigation. The bd power distribution pcb was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The bd power controller pcb was visually inspected with no anomalies observed. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up with no errors or alarms. During extended self testing (est) the ventilator failed the bd audio test. The fault was isolated to a capacitor reference designator (c4) on the pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the pb980 ventilator failed the breath delivery (bd) audio test. There was no patient involvement at the time of the reported event.